Event description:
It was reported that at a post-implant check, the physician observed elevated right atrial (ra) and right ventricular (rv) threshold measurements and intermittent loss of capture from this implantable pacemaker. Additionally, the patient noted pectoral muscle twitching in certain configurations. All other lead parameters were acceptable, and post-implant imaging confirmed a complete connection between the leads and the device, and no evidence of pericardial effusion. Regardless, the physician elected to surgically reconnect the system. During the procedure, the leads were disconnected and tested via a pacemaker system analyzer (psa), which showed satisfactory sensing measurements. However, when the leads were reconnected to the device and firmly secured, the threshold measurements were consistently elevated in all configurations. The physician elected to explant and replace the device to resolve the event, and no additional adverse patient effects were reported. This pacemaker was returned for evaluation.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination revealed no abnormalities. Functional testing was undertaken, and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that there was a hole in the battery liner/cover, which allowed contact between the battery and the electrically active device case and caused a subsequent electrical short. This resulted in the reported clinical observation of elevated capture threshold measurements and loss of capture. Boston scientific engineers determined that a deficiency in the battery manufacturing process ultimately led to the abrasion of the liner.

Event description:
It was reported that at a post-implant check, the physician observed elevated right atrial (ra) and right ventricular (rv) threshold measurements and intermittent loss of capture from this implantable pacemaker. Additionally, the patient noted pectoral muscle twitching in certain configurations. All other lead parameters were acceptable, and post-implant imaging confirmed a complete connection between the leads and the device, and no evidence of pericardial effusion. Regardless, the physician elected to surgically reconnect the system. During the procedure, the leads were disconnected and tested via a pacemaker system analyzer (psa), which showed satisfactory sensing measurements. However, when the leads were reconnected to the device and firmly secured, the threshold measurements were consistently elevated in all configurations. The physician elected to explant and replace the device to resolve the event, and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis, but has not yet been received.